Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt stated they've noticed their implant have worked less as their back has started to hurt for the past couple weeks the patient was redirected to their healthcare provider to further address the issue. Pt stated they will discuss with their hcp. Pt stated their hcp is the one who also implanted their bladder implant. Pt saw message implant is nearing end of service about 2 weeks ago. On (B)(6) 2023 the rep reported patient seeing end of services and error 302 on the handset. Rep said they didn't expect the implant battery to deplete so quickly. Rep also said patient shared the same sentiment. Patient services specialist (pss) reviewed the non-rechargeable ins life expectancy was dependent on the ins setting and usage. On (B)(6) 2023 the rep reported it is unknown if this was normal or premature battery depletion based on usage and settings. Rep reported if the battery is completely depleted, they will not be able to run an impedance test. Rep to try and meet with patient, but is currently setting up an appointment with the hcp to discuss battery replacement. No timeframe on when appointment will take place. Weight is unknown. On (B)(6) 2023 the patient (pt) reported previously reported information, adding that they are trying to schedule and appointment wi th rep and hcp but the issue has not yet been resolved. Weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H7: information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.